Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Upper part keeps becoming loose from the brush in mouth / brush head falls off [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 10-jun-2016 that the oral-b power oral care refills cross action kept becoming loose from the oral-b triumph professional care 9000 toothbrush in his/her mouth. The consumer explained the he/she let the brush run its course and didn't brush hard. No symptoms developed. On 14-jun-2016 received consumer's follow-up e-mail: the consumer reported that he/she scratched the logo with a coin and it did not disappear/there was no damage to it. The consumer stated that he/she tried three brushes from the same package, and they all had the same result. The consumer noted that it was a toothbrush that worked very well, but he/she suspected the upper part was a bit worn out. No further information was provided. On 16-jun-2016 received consumer's follow-up e-mail: the consumer explained that he/she clicked the brush on his/her toothbrush, and then he/she would hear the click. The consumer described that then, the brush head would stay in place, but the next time, it could fall off; he/she stated that it was very variable. The consumer reported that now he/she kept his/her finger on the piece. The toothbrush was approximately 8 years old, and it was used twice a day. No further information was provided.